Event description:
It was reported that during an unknown procedure, some clips were unformed during the procedure. Changed to new device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er420 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. An investigation has been initiated to address the potential root cause of the dropping or ejected clips.

Manufacturer narrative:
(B)(4).